Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products carto 3 system (model# fg540000 (B)(4)), st. Jude medical 8.5 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, the right ventricular diagnostic catheter and the smarttouch sf catheter were introduced into the right ventricle and mapping was initiated. Patient became hypotensive and a pericardial effusion was confirmed via echocardiography. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Blood pressure was stabilized and the patient was transferred to the ward. There is no information regarding extended hospitalization. Patient outcome has improved. Electrocardiogram was monitored throughout the procedure via the anesthesia machine and the ep (electrophysiology) recording system. Medical history includes previous coronary catheterization. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed. Sheath used was a st. Jude medical 8.5 french. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant (heparin 5000 units) at the beginning of the procedure. Activated clotting time was less than 250 seconds at the time of the adverse event. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. No errors were reported on any bwi equipment during the procedure.

Manufacturer narrative:
Additional information was received on october 30, 2017. The physician¿s opinion on the cause of the adverse event is procedure related and patient condition related. It is stated that the ventricular tachycardia with the right ventricular (rv) diagnostic catheter may have caused the event. Attempts have been made to get the rv catheter information, however that information is not available at this time. In addition, the patient had several comorbidities which highly likely contributed to the event. The patient did require extended hospitalization to monitor the tamponade. Furthermore, the patient contracted pneumonia which increased the length of her stay. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on november 28, 2017. This account does not have any bwi diagnostic catheters on their shelf and would not have had any to use during this procedure. Therefore, the right ventricular (rv) diagnostic catheter that may have caused the event, was not a bwi device. Manufacturer's ref. No: (B)(4).